Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced an 810:11 failure code. The reported condition occurred during biomed testing. Review of the device event history determined that this condition interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter quality engineering. The condition was caused by the ail pcb (air in line printed circuit board) being out of calibration. The ail pcb was recalibrated to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010. Should additional information be received, a follow-up medwatch will be submitted.